Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances leading up to the lead placement issue with a lack of response was a sled ride down a bumpy hill. As a step taken to resolve the issue, the lead was replaced. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3080, lot# l86580, implanted: (B)(6) 2000, explanted: (B)(6) 2004, product type: lead.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's first lead had broken shortly after implant after going sledding. It was reported that their therapy had been effective prior to the lead break. Patient had undergone lead replacement. No further complications were reported or anticipated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.